Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that after implant the lead had no capture, a rise in thresholds levels and the sensing amplitude had gone down. A lead revision was done and during the revision the lead perforated the right ventricle. The lead was removed and during explant a small nick was made on the proximal portion of the lead insulation. A new lead was implanted. No further patient complications have been reported as a result of this event.